Event description:
It was reported water went inside the rubber buttons on the camera head and resulted the device it ¿takes photo alone¿. The issue was found at preparation for use prior to an unspecified gynecologic, therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported water went inside the rubber buttons on the camera head and resulted the device it ¿takes photo alone¿. The issue was found at preparation for use prior to an unspecified gynecologic, therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The cause was due to a short circuit in the camera unit. Based on the results of the investigation and information obtained from this complaint, the most probable cause of the complaint is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.